Manufacturer narrative:
The investigation has determined that two non-reproducible, higher than expected troponin I results from a two individual patient samples were obtained using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. In addition, two falsely elevated results using a troponin I free sample were obtained using the same vitros 5600 integrated system. The most likely assignable cause for the non-reproducible, higher than expected vitros tropi es result is analyzer related, as a vitros tropi es within-run precision test was unacceptable. Following completion of service actions acceptable vitros tropi es precision was observed indicating that the 5600 system was returned to its expected performance. In addition, pre analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer is processing the samples in accordance with the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained two non-reproducible, falsely elevated vitros tropi es results from two individual patient samples using a vitros 5600 integrated system. In addition, two falsely elevated results using a troponin I free sample were obtained using the same vitros 5600 integrated system. Patient 1 result: 2.380 ng/ml vs. Expected <0.012 ng/ml. Patient 2 result: 4.04 ng/ml vs. Expected <0.012 ng/ml. Troponin I free sample results: 0.489 and 1.654 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than patient results were reported from the laboratory. The two patients were transferred to the local hospital, where a catheterization procedure was performed on both patients. There was no allegation of patient harm as a result of the events. (B)(4).